Event description:
Hold for bm 9/11. The caller reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue by using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and advised the caller to use multiple daily injections (mdi) as a backup therapy.